Event description:
It was reported via repair work order that the zoom drive would move forward without being directed by the user due to malfunctioned pcb box. There was patient involvement and the patient now alleged neck pain.; however, no medical or clinically relevant delay in treatment was reported.